Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp. They stated there were no notes in the patient's chart regarding a volume discrepancy or ptm issues. The office scheduled patients for a refill at least two weeks before their refill date to avoid empty reservoirs. The patient was not using their ptm as often as they were allowed to so their pump had a lot more medication in it than usual, but this was expected. There was no discrepancy between the 13.8 ml pulled out of the pump at the refill appointment on (B)(6) 2016 and what was expected. The patient had 1 mg/ml of morphine in their pump at the time, infused at a rate of 0.6004 mg/day. They did not know of any actions or interventions taken in relation to this event, and they did not know of any patient symptoms. The pump programming would probably have been updated for less boluses if the patient was not using as many as this would extend the refill time.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration and lot unknown; dose "1mg") via an implantable infusion pump. Indication for use was radicular pain syndrome (radiculopathies) and spinal pain. A pump volume discrepancy occurred on (B)(6) 2016 during an appointment for a pump update. The patient did not know the expected and actual volumes but stated that the hcp had told her that she "had too much in me still." The patient clarified that the pump "wasn't toward empty" and the pump had "12 something, I don't know." The hcp told the patient that it was too much medication in there. The patient had been experiencing pain. The hcp indicated that the pain was not related to the pump and the patient did not use the personal therapy manager (ptm) as instructed; however, this was unclear as reported. Additional information was requested regarding drug information, diagnostics performed, actions/interventions taken, and the cause of the pain and volume discrepancy. A supplemental report will be submitted if additional information is received.